Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.